Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: a review of the pump black box showed a power interruption at the time of the reported event. A visual inspection of the pump showed a crack in the battery compartment. The battery cap was able to secure properly and maintain electrical connection with no power loss. During investigation, the pump powered on and was exercised for 24 hours with no power loss or power interruptions. The complaint of a temperature issue was not duplicated during investigation. The complaint of no power was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored. (B)(4).